Event description:
Event description guidant received information that this device would not communicate with a programmer, nor could magnet tones be obtained. When replacing the device, a dent was noted in the can. The (non-gdt) atrial lead was also noted to be fractured and was capped and replaced.